Event description:
It was reported that "the catheter was inserted. Just after starting hemodialysis at the end of the month, air entered into blood circuit, so they stopped hemodialysis and found a crack on catheter near lock right adapter. They cut catheter and re-set lock right adapter and start hemodialysis again. As that patient had pulled the catheter away he might have done it again."

Manufacturer narrative:
A review of the manufacturing records for the possible lots indicated that all device specifications and quality requirements were satisfied. Received two segments of lumen. The first segment is 9mm in length. There are several cracks visible. The second segment is 4mm in length with no visible defects. The inner and outer diameters of both segments meet design specifications. We are unable to determine the cause or factors which contributed to this event.